Event description:
While coding patient we defibrillated 2 times. After the second defibrillation while doing CPR we smelled smoke. The only thing within the procedural area that was suspicious was the defibrillator and its patches. We checked the defibrillator, and all was well, we checked the patches and the one on the side puffed up. This stayed puffed up. We removed and needed to place new pads/patched on as we were actively coding patient. Unfortunately, the defective patches were lost/thrown away during the procedure.